Event description:
Customer reports to have received a failed battery test and also reports of a blank screen display. Customer's blood glucose was 532 mg/dl, which was treated with manual injection. Customer was assited in clearing alarm by pressing esc and act. After troubleshooting, customer was advised to monotor insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.